Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator alarm silence/reset light emitting diode (led) was observed to be blinking. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of this ventilator has not yet begun. (B)(4).